Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted event log file contained approximately 13 days (10jun2021 -23jun2021 per timestamp). The fixed speed was set to 5700 rpm, and the low speed limit (lsl) was set to 5500 rpm; the pump maintained a speed above the lsl without issue throughout the log file. The log file captured no external power and low external power hazard alarms due to temporary loss of ac power while connected to the mpu on 12jun2021 from 03:23:08 to 03:23:28. The system controller backup battery supplied power to the system during the loss of external power. The alarm was resolved when power to the mpu was restored. The external power event did not affect the controller¿s ability to operate the pump at the set speed. No other notable events related to the mpu support were active in the log file. The mpu (serial #: mpu-unknown) was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if there were any equipment exchanges/returns, and the status of the patient); however, no response was given. To date, no equipment was exchanged or returned. As a result, the complaint file will be closed with no further actions. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file submitted for review captured a series of no external power events on (B)(6) 2021, which was caused by power to the mobile power unit (mpu) being briefly interrupted which may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. There were no other unusual events recorded in the log file event history. Additional information was requested but not provided.